Event description:
Customer reported receiving imprecise readings on their medisense optium blood glucose monitor. Customer reported receiving readings of 181mg/dl, 192mg/dl, 216mg/dl, 225mg/dl and 58mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer returned meter (mm3043-3501) and product testing on the returned meter did not confirm the complaint. All results were within range specification and no errors were noted during control solution testing only three readings 58mg/dl, 225mg/dl and 216 mg/dl were taken within ten minutes.